Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined that the unit was getting water valve and comm errors due to burnt contacts on the nose board and that the leak detector had failed. The leak detector and coupler nose board were replaced and the master and hot water valves were rebuilt and resolved the reported issue. Device is used for treatment. A definitive root cause cannot be determined. The event is confirmed.

Event description:
It was reported the carts intermittently will not connect to this unit and the unit is issuing water valve errors. The event timing was during cleaning. There was no harm to the patient. Investigation found the coupler had burnt contacts. There was no adverse event reported as a result of this malfunction.